Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After evaluation of the device's electronic record, it was verified that the event code was logged in the device's memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was initially reported to physio-control that the device was displaying inaccurate respiratory rate and end tidal co2 (etco2) readings. Upon evaluation of the customer's device, physio-control observed that the device had logged a potentially critical event code which can affect defibrillation energy delivery. There was no report of patient use associated with the event.